Manufacturer narrative:
For regularization - retrospective review / FDA request. Event occured in (B)(6). Manufacture conforms to the procedure and has been realized by qualified operators. The tightening is much too important. Only a pull of the free end caused it : impossible in the conditioning phase. Analysis of the device shows a clear error of use. The assembly of the product is not in question.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Missing loop. "This implant was just taken out by the box. It was not in contact with the patient, but if it was used it was going to compromise the operation."